Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and had dislodged. The lead was initially reprogrammed, then later repositioned. The lead remains in use. No patient complications have been reported as a result of this event.